Manufacturer narrative:
Additional information: the lens remains implanted in the eye; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on the additional information received, this event is determined to be unrelated to the device and therefore, is no longer considered reportable.

Event description:
Additional information indicated no further treatment steps have been taken. The patient post-op status is 20/25 ucdva. The capsularrhexis looks to be behind the lens nasally and caused negative dysphotopsia.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant in the right eye, the patient complained of an arch on the temporal side that is more noticeable at night. A yag was performed at an unspecified date. Current patient prognosis was not provided. The physician is evaluating treatment options. Additional information has been requested.